Event description:
It was reported that the customer had an absence of a no delivery alarm on the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Customer stated she used an animus cannula with a medtronic infusion set when she did an infusion set change. Customer will receive replacement infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. The low reservoir alarm functions properly. Unit had a minor scratched display window.